Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned for analysis and the helix was disengaged from the helical channel. The distal conductor has blood/body fluid (not obstructed). There was blood noted in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position.

Event description:
It was reported that upon implant attempt, when physician attempted to reposition the right ventricular lead, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.